Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.

Event description:
It was reported that the insulin pump had a blank display after dropping the device in a pool for a few minutes. Troubleshooting was performed and the water in the device could be heard. No further info was provided.